Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. As received, the connector on the power brick was defective. The root cause of the defective connector cannot be positively identified. No adverse event resulted from the defective connector. The pt received a replacement battery charger/modem.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) year old female pt to report that the pt's battery charger/modem would not power on. The pt was issued a replacement battery charger/modem.